Manufacturer narrative:
Calibration and quality control results were acceptable at the date of the events. All electrodes were valid at the time of the date of the events. Upon review of instrument data, multiple wash errors were observed in the time period from 15-oct-2022 until 17-jan-2023. No abnormalities were found in the log files for blood sample electrical signals. Further review of the customer data determined sample results with elevated k and lowered ca values that occurred more often in the period of 08-jan-20233 until 10-jan-2023. Elevated k results in conjunction with lowered ca results are consistent with effects of hemolysis. Instrument parts including the fill port, needle, and sample inlet path were provided for investigation. The fill port and sample inlet path (glass tube) were observed under a microscope. The fill port was determined to be clogged. It was further observed that there are some damage inside the glass tube in the sample path which most likely led to wash errors. The provided instrument parts were installed on a retention cobas b 221 instrument. Multiple blood measurements were run with several blood samples over different days. The alleged discrepant results could not be reproduced. The high k values, low na and ca values were observed for the first sample measurements. These observations could be related to blood hemolysis. The investigation did not identify a product problem. The issue is consistent with a pre-analytical handling issue.

Event description:
The initial reporter stated they received questionable results for sodium (na), potassium (k), and calcium (ca) for five patient samples tested on a cobas b 221 <6> system. The results did not compare to values obtained on a second cobas b 221 <6> system or upon repeat on the same cobas b 221 <6> system. Refer to the attachment (B)(6) for all patient data. The questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The customer changed the fill port, needle, and sample inlet path (sip). The investigation is ongoing.